Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pains/ pain / cramping/chronic pelvic pain') and genital haemorrhage ('bleeding') in a 44-year-old female patient who had essure (batch no. 676717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vaginal bleeding, abdominal pain, uterine polyp, uterine fibroid, multigravida (gravida 2), parity (p1-0-1-1 female with history of 1 cesarean section) and uterine bleeding. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: rapid mood changes"), night sweats ("hormonal changes describe: night sweats") and hyperhidrosis ("hormonal changes describe: day sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("chronic debilitating migraines headaches/migraine headaches"), prolonged heavy periods ("longer heavy menstrual cycles/unusually heavy periods with clots"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), back pain ("back pain"), muscle spasms ("muscle spasms"), fatigue ("chronic fatigue"), procedural pain ("insertion procedure was very painful ") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with estradiol (estrogen) and surgery (ablation and hysterectomy (uterus and cervix removed), hysteroscopy, dnc, bilateral hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, mood altered, night sweats and hyperhidrosis had resolved and the prolonged heavy periods, dyspareunia, vaginal haemorrhage, menorrhagia, headache, back pain, muscle spasms, fatigue, procedural pain and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, menorrhagia, migraine, mood altered, muscle spasms, night sweats, pelvic pain, procedural pain, vaginal haemorrhage, vulvovaginal dryness and prolonged heavy periods to be related to essure. The reporter commented: left: three trailing coils were noted, right: three trailing coils noted. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: coils insertion successful. Total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: urine pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea. Concerning the injuries reported in this case, the following one/ones were reported via social media: headache, back pain, fatigue and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: this report was detected to be a duplicate to record # us-bayer-(B)(4) to which all information will be transferred, then this duplicate record # us-bayer-(B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However; considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 19-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. She had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009 for permanent sterilization. Three months after the implant, plaintiff underwent the required hysterosalpingogram (hsg) confirmation test which indicated that the essure coils were properly implanted. After the procedure, plaintiff started to experience chronic, debilitating migraine headaches, chronic pelvic pains, longer heavy menstrual cycles, and painful intercourse. As a result of the pain and bleeding, plaintiff visited her health care provider in (B)(6) 2009 concerned that the pain was being caused by the implants. After being examined by the doctors, she was informed that the essure coils remained in proper location and the origins of her bleeding and pain were unascertainable. This cause the plaintiff to continue with the pains and migraines for years without knowing the origins, and led to believe that the essure coils were not the source of her pain. On or about (B)(6) 2015, the plaintiff again sought medical treatment for the pain and bleeding. For a permanent solution to the problems that she was experiencing, she decided that she would undergo a total vaginal hysterectomy. This procedure caused her to take six weeks from work for recovery. Follow-up received on 13-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed bleeding (regarded as genital bleeding) and chronic pelvic pains. As treatment of these events, she underwent a total hysterectomy. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However; considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pains/ pain / cramping") and genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure (batch no. 676717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6)2009, the patient had essure inserted. On (B)(6)2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6)2015, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("chronic debilitating migraines headaches"), the second episode of menorrhagia ("longer heavy menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix removed), hysteroscopy, dnc). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, migraine and abdominal pain lower had resolved and the genital haemorrhage, the last episode of menorrhagia, dyspareunia, hormone level abnormal, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However; considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pains/ pain / cramping/chronic pelvic pain") and genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure (batch no: 676717) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, vaginal bleeding, abdominal pain, uterine polyp, uterine fibroid, multigravida (gravida 2), parity (p1-0-1-1 female with history of 1 cesarean section) and uterine bleeding. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6) 2015, the patient experienced mood altered ("hormonal changes describe: rapid mood changes"), night sweats ("hormonal changes describe: night sweats") and hyperhidrosis ("hormonal changes describe: day sweats"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("chronic debilitating migraines headaches/migraine headaches"), the second episode of menorrhagia ("longer heavy menstrual cycles/unusually heavy periods with clots"), dyspareunia ("painful intercourse"), abdominal pain lower ("lower abdominal pain"), headache ("headaches"), back pain ("back pain"), muscle spasms ("muscle spasms"), fatigue ("chronic fatigue"), procedural pain ("insertion procedure was very painful ") and vulvovaginal dryness ("vaginal dryness"). The patient was treated with estradiol (estrogen) and surgery (ablation and hysterectomy (uterus and cervix removed), hysteroscopy, dnc, bilateral hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, migraine, dysmenorrhoea, abdominal pain lower, mood altered, night sweats and hyperhidrosis had resolved and the last episode of menorrhagia, dyspareunia, vaginal haemorrhage, headache, back pain, muscle spasms, fatigue, procedural pain and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hyperhidrosis, migraine, mood altered, muscle spasms, night sweats, pelvic pain, procedural pain, vaginal haemorrhage, vulvovaginal dryness, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: left: three trailing coils were noted, right: three trailing coils noted. Patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Pregnancy test urine: on (B)(6) 2009: urine pregnancy test was negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain lower, dysmenorrhea, concerning the injuries reported in this case, the following one/ones were reported via social media: headache, back pain, fatigue and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records and content from social media received. Events per social media: headache, back pain, fatigue and procedural pain were added. Essure removal date was updated. On 8-mar-2019: pfs received: events: mood changes, night sweats, day sweats were added. Event onset date and outcome were updated. Reporters were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However; considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pains/ pain / cramping") and genital haemorrhage ("bleeding") in a 44-year-old female patient who had essure (batch no. 676717) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 26 days after insertion of essure. On (B)(6) 2015, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("chronic debilitating migraines headaches"), the second episode of menorrhagia ("longer heavy menstrual cycles"), dyspareunia ("painful intercourse") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and hysterectomy (uterus and cervix removed), hysteroscopy, dnc). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine and abdominal pain lower had resolved and the genital haemorrhage, the last episode of menorrhagia, dyspareunia, hormone level abnormal, vaginal haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, migraine, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.7 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-nov-2018: new pfs received- new events added: hormonal changes, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), lower abdominal pain were added. Outcome of events pain and migraine from unknown to recovered/resolved were updated. Lot number and new reporter were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report. The reported events are listed according to essure's reference safety information. During essure micro-insert therapy, pelvic pain and abnormal genital bleeding or spotting may occur. In this particular case, limited information was provided. However; considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required (hysterectomy performed). As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.